Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The customer stated that they insulin did turn on after inserting a new battery. The customer stated that they were having issues with depleted battery life. The customer stated that they battery was not a recommended battery for the insulin pump. The customer stated that the issue was not resolved even after with the replacement battery cap. The customer stated that they also found weak battery alarm, low battery alarms and failed battery test alarms in the alarm history. The customer mentioned that there were cracks around the reservoir compartment opening. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.